Manufacturer narrative:
Concomitant products: product ID 3998, lot # la6442, implanted: (B)(6) 2002, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was ¿about ready to die.¿ it was reported 6 days later the patient was not able to adjust stimulation using the patient programmer. A ¿call your doctor¿ icon was displayed, and an end-of-service (eos) message was reported to have been seen. The message was seen 2 days after initial report. It was stated the patient had no stimulation sensation, and was ¿feeling crappy for a couple of weeks¿ and so they checked the device with the patient programmer. It was reported the rechargeable device never worked as it did not give them pain relief, and they couldn¿t recharge with it. Additional information has been requested, but was not available as of the date of this report.